Event description:
It was reported by the patient that the monitor got really hot, and the batteries leaked out of the compartment. She also stated that her daughter, who was helping with the monitor, was nearly burned. No patient complications were reported as a result of this event.

Event description:
It was reported by the patient that the monitor got really hot, and the batteries leaked out of the compartment. She also stated that her daughter, who was helping with the monitor, was nearly burned. The monitor will be returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Corrosion was found in the battery compartment.